Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4968-35 lead, implanted: (B)(6) 2014. Product ID: 4023 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the sensing and threshold had gradually decreased with time. The lead was capped and a previously implanted atrial lead was used. No patient complications have been reported as a result of this event.